Event description:
It was reported that the patient presented to a generator change procedure. During the procedure, the patient's left ventricular lead pacing impedance increased after being connected to the new generator. The lead was left implanted. The patient was recovering.